Event description:
A potential product issue has been reported internally with our artiste linear accelerator. In the abundance of caution, this issue is being reported. The roller cage in the collimator bearing broke after only 1.5 years of operation. Thus, the entire collimator had a mechanical clearance and tilted over at different gantry angles. Upon realization of this issue by the customer, the operation was stopped. No info was reported that suggests that a serious injury or mistreatment has occurred. Further investigation is required to determine root cause and final resolution.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). A mistreatment (dose to wrong location) may occur for one or several fractions until the next qa with different gantry angles is performed. This may potentially result in a serious injury. Probability: c (remote). There has been no mistreatment or injury reported.